Event description:
Procedure: lap chole. According to the reporter: the first clip loaded and shot out of the jaws in the patient, and the second clip misfired. The clip was not retrieved.

Manufacturer narrative:
(B)(4).